Event description:
It was reported that the purewick urine collection system was loud. It was also reported that the patient woke up wet while using purewick female external catheter. Representative gave wick suggestions and offered trouble shooting. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via liberator on 17nov2021, it was stated that the patient was diagnosed with a urinary tract infection about a week ago and doctor felt the patient might have had it a little longer than that and the patient was on medication. Patient thought it was due to the purewick urine collection system. Patient also stated that they woke up wet with the system than before they had the system and stated that the hospital system worked better.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "dimensions not specified correctly and/or improper materials used". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter". It also states "recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was loud. It was also reported that the patient woke up wet while using purewick female external catheter. Representative gave wick suggestions and offered trouble shooting. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via liberator on 17nov2021, it was stated that the patient was diagnosed with a urinary tract infection about a week ago and doctor felt the patient might have had it a little longer than that and the patient was on medication. Patient thought it was due to the purewick urine collection system. Patient also stated that they woke up wetter with the system than before they had the system and stated that the hospital system worked better.